Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No rewind anomaly and no back light anomaly noted during test. Insulin pump received with cracked reservoir tube lip and stripped battery cap(p) coin slot. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s family reported via phone call that the reservoir pops when taking it out. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported the insulin pump was rewinding louder. The insulin pump will not be returned for analysis.